Event description:
It was reported that a patient underwent a sling procedure in 2008. Post-operatively, the patient experienced incomplete emptying of the bladder which required intermittent self-catheterizations. As a result, the patient is having a recurrent urinary tract infection that is being treated with antibiotics.

Manufacturer narrative:
Date sent to the FDA: 12/18/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.